Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: 52mm e psl cup; cat#unknown ; lot#unknown. 36 cocr v-40 +10 head; cat#unknown ; lot#unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
A trident psl, 10 degree polyethylene line, and 36mm cocr +10 offset v40 head, were explanted. The initial procedure was done in 2007.

Manufacturer narrative:
Reported event: an event regarding shell loosening involving an unknown liner was reported. Conclusion: based on the information provided there is no indication or allegation that the device reported in this investigation contributed to the event and is therefore considered concomitant. There were no reported allegations against the unknown trident liner, and, based on the information provided, it was only explanted in order to revise the trident shell that had lost fixation. A full investigation is completed on the unknown trident shell. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
A trident psl, 10 degree polyethylene line, and 36mm cocr +10 offset v40 head, were explanted. The initial procedure was done in 2007. Update: the acetabular cup loosened, and was explanted. No other information was provided.